Event description:
The customer reported that the product was being used on a pt and was set at 360j. The nurse observed a spark from the apex discharge button and felt a shock. The pt expired, but the physician said that the outcome of the pt had nothing to do with the machine.